Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that an a2004 - 2000 radiolucent system, slipped during pt use. Additional info has been requested.